Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, deformation, wear abrasion, yellow particles. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings or issues related to rupture device were observed.

Event description:
Healthcare professional reports a left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
The device has been explanted.

Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reports a left side rupture. The device remains implanted.